Manufacturer narrative:
Correction: lot number 062218-003.

Manufacturer narrative:
It was reported a patient experienced blisters and redness during thermage cpt treatment. The highest energy level used was 3.0. The customer reported nothing out of the ordinary occurred besides some contact errors. The datalog was returned for evaluation. The treatment tip was discarded by the customer and not available for evaluation. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an radio frequency treatment, the radio frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the system and hp perform as designed. The user will need to verify proper treatment technique, position and orientation (with adequate and equal tip to skin contact and pressure). Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and hp perform as designed. The customer reported nothing out of the ordinary occurred besides some contact errors. Based on the available information, burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. Investigation complete.

Manufacturer narrative:
The treatment tip has been discarded by the customer so was not available for evaluation. Based on the evaluation of the data, the system and handpiece perform as designed. The user will want to verify proper treatment technique, position and orientation (with adequate and equal tip to skin contact and pressure). Evaluation of system logs and treatment tip has been completed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Further investigation is underway.

Event description:
The user facility in (B)(4) reported a patient sustaining a line of redness with blisters on the forehead, under the nose and right cheek during thermage treatment. Light treatment on (B)(6) 2018, ulthera, thermacool treatments were conducted in the same area as the thermage treatment. The redness occurred after 100 reps with the highest energy level at 3.0. The tip was inspected prior to treatment with no anomalies noted, but was not reinspected during the treatment. Rinderon-vg was prescribed on the day of treatment. The area of the burn has improved and there will not be any pigmentation. The treatment tip has been discarded by the customer so was not available for evaluation.